Event description:
Customer reported she was having issues with the insulin pump. Customer stated it would have two bars and the device would go blank. Customer changed the battery and device alarmed battery out limit. Customer stated the device shut off twice while customer was doing yard work. Customer's blood glucose went up to 500 mg/dl because customer did not notice the device had shut off. Customer was advised issues suggest the battery cap might be loose. A new battery cap was sent and customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.